Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Visual inspection was conducted on the returned sample. No obvious contamination, sign or damage, degradation or design abnormality was observed. A leak test was conducted using an x50 magnification lens, which revealed a small cut on the balloon surface with multiple scratch marks near cut area. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before being sent to the next process. A leak test is also conducted and the catheter with defective balloon will be culled out during this process. Based on the investigation, leak balloon on the returned sample could have been caused by scratch marks on the balloon surface that weaken the thin balloon membrane and caused it to leak. Therefore, we could not confirm this complaint.

Event description:
Alleged event: the catheter balloon deflated. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter balloon deflated. The patient's condition was reported as fine.